Event description:
It was reported that this lead was extracted and replaced due to an unspecified malfunction. New leads were implanted to complete the procedure. No additional adverse patient effects were reported. The location of the explanted leads was not reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).